Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 21 days after implantation. The patient has no significant medical history. The doctor noted bone resorption during explantation. The patient has recovered without complications.